Event description:
During the procedure, the surgeon noted the securestrap absorbable strap fixation device may not have been deploying the strap staple all the way. A different device was obtained for the surgery.